Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a common femoral artery after diagnostic cerebral angiography. Reportedly, the plunger was retracted and the suture was not present. The device was removed and manual compression was applied to achieve hemostasis. There were no adverse patient effects. A femoral angiogram was not taken prior to the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. A cuff miss (no suture retrieved/attached) can occur due to a number of factors including, but not limited to: needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. This may have been a contributing factor to this event, but cannot be confirmed. To ensure this type of experience is not a result of a potential product related deficiency, testing of devices are performed to assure there is no needle deflection, which may cause the event reported in this case. A sampling of finished devices is also tested to verify the functionality of the device. A review of the device history record did not reveal any non-conforming material records associated with this lot. Based on the information received with this complaint and without the product to examine, a cause for the reported experience cannot be determined.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - - failure to follow steps/instructions (femoral angiogram not taken). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.